Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it is reported that unk vdw kendo k-reamers; 21mm/15 the handle separated during use. The handle fell off when the root canal was dredged, this was discarded. Treatment was completed. No injury.

Manufacturer narrative:
Additional information received for the lot# - lot 415435 is now claimed (lot # previously unknown) . Investigation complaint was evaluated at mc1 based on given lot number. No changes in production. DHR review was performed. No issues were detected. Lot # 415435 has not been claimed before. Involved product is not available for investigation. Potential root causes may be excessive use, wrong treatment of the file during re-processing including exceeding number of sterilization cycles, corroded material due to wrong irrigation solution or disinfectant solutions, or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. Correlation between adverse event and the involved medical devices: ¿ indeterminate: the important information of adverse event is incomplete or unavailable, and the cause of adverse events of medical devices cannot be determined. The complaint is registered, and we will monitor the trend. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Correcting lot # from unknown to 415435.